Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the entire system was explanted and replaced. Stimulation was restored postoperatively and the issue resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing ineffective stimulation due to inability to increase amplitude. X-rays were taken to further evaluate the issue. Reportedly, the sjm met with the patient for reprogramming at which time diagnostic testing revealed multiple contacts with high impedance measurements. Moreover, reprogramming utilizing the remaining contacts produced uncomfortable overstimulation. As a result, surgical intervention may be undertaken as the next course of action to address the issue.